Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot an event regarding revision of a tritanium baseplate and ps poly for unspecified reason involving a tritanium basplate was reported. The event was not confirmed. Method & results: device evaluation and results: device evaluation was not performed as no items were returned. Medical records received and evaluation: not performed as no medical records were received. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the surgeon removed tritanium press fit baseplate and ps poly and implanted universal baseplate with stems and augments.

Event description:
It was reported that the surgeon removed tritanium press fit baseplate and ps poly and implanted universal baseplate with stems and augments.